Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 7 in the mouth in type ii bone, the implant fell out after checking the prosthesis. Clinician reports pain and mobility. Another implant was placed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in (B)(6) site 7 in the mouth in type ii bone, the implant fell out after checking the prosthesis. Clinician reports pain and mobility. Another implant was placed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)